Event description:
Info received indicates when attempting to lower the head section, it will get stuck half way down.

Manufacturer narrative:
The tech replaced the right gas spring to repair the stretcher.